Manufacturer narrative:
Result: frayed power cord.

Event description:
It was reported by service report that the power cord sheathing was ripped, but the wires were not showing damages. No pt involvement or adverse consequences were reported.